Event description:
It was reported that the asymptomatic patient presented to the or for device changeout. Externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted and will be monitored.

Manufacturer narrative:
No medwatch form was received.